Event description:
After having difficulty crossing the lesion with the cypher stent, the device was removed from the pt and the physician observed the distal edge of the stent to be flared. The target lesion was mid left anterior descending (lad) artery. The lesion was highly calcified and highly tortuous. There was 90% stenosis. The product was properly inspected and prepped. It is unk where the physician made access to the pt. It is unk if there was any difficulty accessing the lesion with a guidewire. The cypher was delivered to the target lesion, but it would not cross the lesion. Therefore, pre-dilation was conducted several times and then a 5 in 6 fr guide catheter method and double wire technique were conducted, but the cypher still would not cross the lesion. Then the cypher was removed from the pt and the physician observed the distal edge of the stent to be flared. The procedure was finished successfully with poba only. There was no pt injury reported.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.